Event description:
Broken tip customer states the cup end of the instrument fell in the wound. The piece was retrieved from patient.

Manufacturer narrative:
The complete effected instrument was not received for evaluation. The complete instrument is crucial for a complete and accurate analysis of the concern. A metallurgical review of the portion received shows that the instrument had been structurally damaged previous to this use and should have been taken out of service. It is not possible to say what caused the previous damage as it may have been due to one of the following: normal wear, misused or even being dropped during a simple cleaning process. The instrument segment provided meets all applicable specifications that would indicate that the failure is not due to workmanship or materials. A review of trends over 10 years and device history has revealed no previous incidents of any nature. The result of this investigation is complete at this time. Due to the findings of this investigation, a corrective and preventive action will not be initiated.